Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker oversensed the minute ventilation (mv) sensor resulting in pacing inhibition for a dependent patient. The patient reported feeling dizzy with short syncopal episodes. Boston scientific technical services (ts) confirmed that there have been some right ventricular (rv) lead impedance variances. The mv sensor was programmed off and the patient will be monitored. The device remains implanted and in service. This device is included in the december 19, 2017 minute ventilation signal oversensing advisory population.